Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 367 mg/dl. Pump system check with the customer verified insulin exiting the infusion set tubing with no alarm. At the time of the report, the contact declined to remove infusion set site for inspection and reportedly, the site was changed after call was completed.